Event description:
It was reported that the screen on the customer's pump was not as sensitive and was becoming increasingly difficult to use. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested, and there was no additional information received regarding the outcome of the event.